Event description:
According to the reporter, during set up, the device had a power handle error: a red circle with line. Another handle was used to resolve the issue. There was no patient involvement. Medtronic¿s initial evaluation of the incident device found that system logs show multiple evidence of field programmable gate array (fpga) reset/reprogram failures and one wire write errors. Both errors would have caused a power handle error to appear on the screen.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was received in good condition with a completely depleted battery. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of multiple fpga reset/reprogram failures was detected. This condition has a potential for patient harm. A review of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to device design. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: the system logs were evaluated and it was determined that there was a one wire error which caused the device to be set to have 0 remaining uses. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.